Manufacturer narrative:
(B)(4). Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked battery tube threads, cracked case reservoir tube side, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump's whole battery compartment was broken. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.